Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 9.0cm-9.9cm from the distal tip, consistent with friction against another implanted device or feature of the heart. The etfe coating was intact and the inner coil was visible.